Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage under battery compartment, electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm from his insulin pump, and that the insulin pump had cracks and condensation under the screen and battery compartment. The customer¿s blood glucose level was 270 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump may have been exposed to moisture damage from sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.